Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received radiation four times over a two month period. Prior to the radiation treatments, the remaining longevity of the device was 10.5 year and after the last treatment it had decreased to 7.5 years. Boston scientific technical services (ts) indicated this change in longevity was likely the result of the increased telemetry sessions. No adverse patient effects were reported.